Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of rewind anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump did not rewind properly. The customer stated that she needed to try multiple times in order to get the pump to rewind fully. The customer stated that the drive support cap is not damaged. The customer was advised to do a displacement and self-test. The customer stated that the tests passed. The customer felt uncomfortable with the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump reminded properly; no rewind anomaly or unexpected stop or skip rewinding anomaly noted. No debris was found between the keypad and case noted. The insulin pump was received with cracked case at the display window corners, cracked belt clip slot, minor scratched display window.